Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer removed reservoir and attempted to rewind but insulin pump stuck on rewinding. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4).customer returned pump for alleged pump stuck on rewind and pump error 63 alarms found on (B)(6) 2020. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded history files and traces using thus. No alarms found in pump memory. Pump was cut open to perform visual inspection and found¿ moisture damage¿on the pcb1 and vibrator harness assembly. Motor was tested outside of the device using the ngp system board test. No alarms noted during testing. Motor was opened and found dried insulin damage on motor slide. Pump error 63 alarmed during self-test and was confirmed in the formatted history file (variable info = 3) on (B)(6) 2020 14:37:34. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, overlay scratched, missing display window/cover, cracked case, broken belt clip rails, corroded battery tube, cracked retainer, and cracked reservoir tube lip. Alleged rewind anomaly when rewinding not confirmed during testing. Pump error 63 alarmed during self-test and was confirmed in the formatted history file (variable info = 3) due to broken trace at pin#6 (sda) at u1 and pin#1 (vdd) at u1 keypad assembly.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.